Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. A direct relationship between the device and the reported event could not be determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a known history of a drop in hemoglobin levels. The first reported incident of decrease in hemoglobin levels was reported to have occurred on (B)(6) 2016. The patient's inr at the time was 3.4. An endoscopy performed revealed gastritis. The treatment administered included transfusion with packed red blood cells and intramuscular octreotide injections. For the second reported incident on (B)(6) 2016, the patient reported experiencing black tarry stools which required treatment with octreotide. After being monitored in the hospital, the patient was discharged home on (B)(6) 2016. It was reported that the patient went to the hospital for a clinic visit (date unspecified date) and collapsed outside the clinic. The patient was taken to the emergency room by the paramedics. The hemoglobin (hgb) level was found to be at 4.8 g/dl. The patient was admitted and transfused with 3 units of blood. A possible balloon enteroscopy was to be performed. On (B)(6) 2016, the patient's hemoglobin and hematocrit levels were at 7.4 g/dl and 23.6 % respectively. Anticoagulation therapy was suspended. On 07/11/2016, information was received indicating that a balloon enteroscopy had not yet been performed. A cause for the low hemoglobin and hematocrit levels has not yet been determined. For now, the event was resolved by lowering the patient's inr and blood transfusion. The pump was reported to be functioning as intended. No additional information was provided.

Manufacturer narrative:
The device has been returned for investigation. The evaluation is not yet complete. The heart transplant occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information was received indicating that the patient was moved up the heart transplant list due to gi bleeding possibly related to the lvad. The patient was transferred to another center where a heart transplant was performed on (B)(6) 2016. The patient was listed unos 1ae at the time of the transplant. There reportedly had been no other episodes of gi bleeding after (B)(6) 2016.

Manufacturer narrative:
The pump was returned with the driveline cut at the pump end bend relief and the severed portion was not returned. The pump appeared to have been cleaned prior to return. Examination of the pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no evidence of damage or wear. The returned portion of the driveline appeared unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled, operated on a mock circulatory loop, and functioned as intended. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.